Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that myocardial infarction occurred. In (B)(6) 2012, the patient presented emergently with chest pain radiating to the left upper extremity and shortness of breath. The patient was diagnosed with non-st elevation myocardial infarction (nstemi) and transferred to the enrolling hospital for further evaluation and possible intervention. After five days, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 95% stenosis and was 12mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement using a 3.50x16mm promus element¿ plus drug-eluting stent with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with sudden onset of shortness of breath with chest pain and diaphoresis. Patient stated that the chest pain is typical of his mi in the past. On the following day, the patient was admitted to intensive care unit (ICU) and started on biphasic intermittent positive airway pressure (bipap) for hypoxic respiratory failure. The patient's other active problems include bilateral pneumonia and acute on chronic congestive heart failure (chf). The patient continued to have chest pain and elevated troponin values. In view of patient's clinical deteriorating condition and multiple problems, maintenance therapy was initiated and cardiac catheterization was not recommended. The patient was placed on dialysis and medical management and was monitored for about 2-weeks. After fifteen days, the events of pneumonia, nstemi, and acute on chronic chf were considered as resolved and the patient was discharged on aspirin and clopidogrel.